Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket/510(k): k233939, k091510, reported here as this exceeded the character limit for the designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted to treat a 5cm stricture in the esophagus during an esophagogastroduodenoscopy (egd) esophageal stent procedure performed on (B)(6) 2024. The patient anatomy was noted to be tortuous. During the withdrawal, after the stent deployed it was caught on the delivery system. They adjusted and recaptured sheath. Another wallflex esophageal fully covered stent was used to complete the procedure. There were no patient complications as a result of this event.